Event description:
The tip of the scissors were found broken at the end of the surgery. Patient x-rays were taken as a precaution. The broken piece was not found on the x-ray. Surgery prolonged 20-30 minutes. Several attempts were made to obtain further information.

Manufacturer narrative:
Upon receipt, the device will be forwarded for analysis to the manufacturer, millennium surgical corp.